Event description:
It was reported that the atrial lead thresholds had began to rise over the past year and the lead was reprogrammed. Intermittent loss of capture was also noted. The patient later returned to clinic feeling symptomatic so lead was reset to the previous settings. Further testing is planned. The lead remains in use. No further patient complications have been reported as a result of this event.